Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical study. It was reported that atrioventricular (av) block and left bundle branch block (lbbb) occurred. Procedure summary: prior to index procedure, heparin or another anticoagulant was given. The subject was not on a prior regimen of aspirin or another antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed. The native aortic valve was treated with deployment of a 25 mm lotus edge valve. A successful repositioning of the lotus edge valve was completed with complete re-sheathing of the lotus edge valve in the delivery system catheter for deployment into the proper anatomical location. Post procedure event summary: on the same day of the index procedure, post transcatheter aortic valve replacement (tavr) the subject developed av block. On the day after the procedure, the subject developed lbbb. The next day a new permanent pacemaker was implanted successfully. The event was considered recovered. The patient is currently stable.

Manufacturer narrative:
A1: patient identifier: (B)(6). New information: b5: describe event or problem: additional information. H6: patient codes: updated.

Event description:
Respond edge post market clinical study: it was reported that atrioventricular (av) block and left bundle branch block (lbbb) occurred. Procedure summary: prior to index procedure, heparin or another anticoagulant was given. The subject was not on a prior regimen of aspirin or another antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed. The native aortic valve was treated with deployment of a 25 mm lotus edge valve. A successful repositioning of the lotus edge valve was completed with complete re-sheathing of the lotus edge valve in the delivery system catheter for deployment into the proper anatomical location. Post procedure event summary: on the same day of the index procedure, post transcatheter aortic valve replacement (tavr) the subject developed av block. On the day after the procedure, the subject developed lbbb. The next day a new permanent pacemaker was implanted successfully. The event was considered recovered. The patient is currently stable. It was further reported that the degree of atrioventricular block was 3rd degree.

Manufacturer narrative:
A1: patient identifier: (B)(6). B5 describe event or problem - updated. B6 relevant tests/laboratory data - updated. B7 other relevant history - updated.

Event description:
Respond edge post market clinical study. It was reported that atrioventricular (av) block and left bundle branch block (lbbb) occurred. Procedure summary: prior to index procedure, heparin or another anticoagulant was given. The subject was not on a prior regimen of aspirin or another antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed. The native aortic valve was treated with deployment of a 25 mm lotus edge valve. A successful repositioning of the lotus edge valve was completed with complete re-sheathing of the lotus edge valve in the delivery system catheter for deployment into the proper anatomical location. Post procedure event summary: on the same day of the index procedure, post transcatheter aortic valve replacement (tavr) the subject developed av block. On the day after the procedure, the subject developed lbbb. The next day a new permanent pacemaker was implanted successfully. The event was considered recovered. The patient is currently stable. It was further reported that the degree of atrioventricular block was 3rd degree. It was further reported that conduction disturbances were noted post balloon valvuloplasty. On the same day of the index procedure, the subject developed dry pericardium at the end of the procedure. The subject was discharged six days later on a anticoagulant and heparin was discontinued.